Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Customer¿s blood glucose level reading was "high"; specific value was not known. Customer cleared the alarm and administered a bolus via the pump to address the issue and was taken by family member to the emergency room with ketones identified as life-threatening by a healthcare provider; amount was not known. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.